Event description:
It was reported that five days following implant of the device the pt developed hypoxia with rapidly decreasing oxygen saturations. Her rhythm was pea and she was treated with fluids, atropine, and epinephrine, followed by tissue plasminogen activator (t-pa). The pt regained a pulse and blood pressure. A perfusion scan was performed which showed no perfusion to the right lung. She then underwent mechanical thrombolysis and repeated t-pa. Some residual clot remained in the right pulmonary artery. Two days later the pt remained critically ill. She was non-responsive to verbal and tactile stimuli. Neurology felt the pt most likely had anoxic encephalopathy. In the following days her mental status remained unchanged. She was placed on morphine and versed drips for comfort and removed from the ventilator. She subsequently expired. An autopsy was not performed.

Manufacturer narrative:
This report is being filed following an internal audit.